Event description:
It was reported that four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were discovered during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to august 3, 2021 - august 4, 2021. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed on the video sample which observed a leak at the lower left edge of a primary container. The reported condition was verified. The cause of the condition could not be determined however, possible causes include compounding error, faulty bag, damage sustained during transport, or during customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.